Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius hemodialysis (hd) dry acid mixer tank would not fill and had a burning smell with smoke during setup for patient treatment. The smoke detectors were not triggered. Biomed stated that upon troubleshooting the machine issue, there was only 28 v to the fill valve from the control console and the fill valve was burned. Biomed did not observe any spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the fill valve. The mixer has not had any past problems with failing the electrical leakage test. The mixer is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Biomed stated that the fill valve is not the original fresenius part on the mixer and that it was replaced approximately 4 months ago. Biomed stated that the fill valve and display board were replaced, which resolved the mixer issue, and that the mixer is back in service without any issues. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve. Biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed confirmed that the fill valve and display board were available for return to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius hemodialysis (hd) dry acid mixer tank would not fill and had a burning smell with smoke during setup for patient treatment. The smoke detectors were not triggered. Biomed stated that upon troubleshooting the machine issue, there was only 28 v to the fill valve from the control console and the fill valve was burned. Biomed did not observe any spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the fill valve. The mixer has not had any past problems with failing the electrical leakage test. The mixer is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Biomed stated that the fill valve is not the original fresenius part on the mixer and that it was replaced approximately 4 months ago. Biomed stated that the fill valve and display board were replaced, which resolved the mixer issue, and that the mixer is back in service without any issues. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve. Biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed confirmed that the fill valve and display board were available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: parts were returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned fill valve revealed thermal damage to the valve coil and cracks in the casing. The resistance measured across the hot and neutral terminals was found to be shorted. The internal inspection also found signs of corrosion on the valve core and the inside of the pipe. An exterior visual inspection of the returned display board assembly found a leg of resistor r31 to be disconnected. The fill valve relay failed to function when the received display board was tested with a display board test fixture. The problem was traced to the switch in relay k1 and resolved by replacing relay. The sensor inputs (valve return) tests also failed when the received display board was tested with a display board test fixture. The problem was resolved by replacing resistor r31. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.